Manufacturer narrative:
(B)(4).

Event description:
Customer states that during use on a patient, the air gradually escaped. Since the issue occurred twice with the subject device in the same case, new one was opened to correct the problem. Last patient's status: good. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding. Additional information has been requested, but not yet received.